Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a meniscus repair, when advancing the knot to fix the implants of the fast-fix, the thread suddenly broke, so that the implants had to be completely removed. The procedure was completed with a s+n back up device. There was a non-significant delay and no further complications were reported.

Manufacturer narrative:
H3, h6: part of the reported device was received for evaluation. A visual inspection revealed the device was received outside of original packaging. The anchors and suture were not returned with the device. The actuator and actuator tip are in the t1 post deployment position. The needle has been bent horizontally. Based on the condition of the product material found during visual inspection, no fracture of the implant could be confirmed. Additional material testing is not required. A functional evaluation revealed the actuator and actuator tip function as intended. There was no relationship found between the device and the reported event. The complaint was not confirmed, and the root cause could not be established since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the raw material suture specifications found a material certificate of conformance is required. No containment or corrective actions are recommended at this time.